Event description:
The customer reported that the device failed to power up on battery power during treatment of a pt. The device was not needed or used on the pt.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up on battery power during treatment of a pt. The device was not needed or used on the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.